Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a pancreatectomy procedure, in the first shot, the stapler cut but not staple, then the use of another reload occurred and cut and stapled normal. Anastomosis was done in the part where it did not staple. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5859t. The analysis results found that the sr75 reload was received with no apparent damage. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. The event described could not be confirmed as the reload was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.